Manufacturer narrative:
The removed nec lcd assembly cable was returned to the failure investigation lab (fi). A visual inspection of the cable revealed no evidence of damage or contamination. The fi technician installed the nec lcd assembly cable into a fi ventilator to attempt to duplicate the reported issue. The nec lcd assembly cable was tested, and the customer complaint cannot be verified. The returned nec lcd assembly cable passed all testing. No failures were identified. The mc pcba, which was replaced to resolve the multiple alarms issue found during the device evaluation, was also returned for analysis. There were no anomalies noted during the visual inspection of the board. After testing, the issue of multiple alarms was verified. The root cause is failure of differential line transmitter u10.

Manufacturer narrative:
The repair was performed by a third party, the reported phenomenon was not duplicated, but the lcd cable was replaced for the prevention of the recurrence. Aside from the reported phenomenon, the following alarms were confirmed in the error log then the motor controller pcba was replaced: 1002, 1122, 1117, 1118, 111b, 111d and 1127. Since the value of the oxygen concentration was out of the allowable range, the flow sensor assembly was replaced. The period for performing periodic maintenance came, pm1 was performed then pm kit 1 was replaced. The unit was checked overall, cleaned, run in tests, and functionally tested.

Manufacturer narrative:
Date of report: (B)(6) 2021. Reporting institution phone number -(B)(6).

Event description:
It was reported that the ventilator¿s screen, during use, showed nothing. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. No patient information was provided. The unit was inspected by the customers medical engineer and the issue was not duplicated.